Manufacturer narrative:
(B)(4). Batch # r93p9t. Investigation summary: the device was returned with the blade broken inside of the tube. The device was connected to the gen11 to test functionality. It did not pass functionality testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, an unknown error was displayed an hour after the procedure was started. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.